Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: customer reported no video image. The user stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the air/water nozzle clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water nozzle. In addition, we confirmed that the air/water channel failure, and the side body cover leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model ec-3890li/serial (B)(4). The facility contact also stated the event occurred during procedure, no accessories were being used, and there was no delay or adverse events. No further information was provided. The device has not been returned to pentax as of 07/27/2021. Pentax is currently following up with the facility to determine product status.